Manufacturer narrative:
(B)(4). The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a right knee arthroplasty. Approximately 7 years post implantation, the patient was revised due to instability. During the revision, it was noticed that the spine of the articular surface was absent. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Upon receipt of additional information, this report was determined to be a duplicate of report 0001822565-2022-02784. This initial report was forwarded in error and should be voided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.  Zimmer biomet will continue to monitor for trends.

Event description:
Upon receipt of additional information, this report was determined to be a duplicate of report 0001822565-2022-02784. This initial report was forwarded in error and should be voided.